Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil had migrated / migration of essure device location of device: left fallopian tube"), genital haemorrhage ("abnormal bleeding") and cervical dysplasia ("pre-cancer") in a (B)(6) female patient who had essure (batch no. B09706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was patent, the device was defective and failed". The patient's past medical history included gravida ii, parity 3 ((B)(6) 2005, (B)(6) 2006, (B)(6) 2017), seizure and vaginal delivery. She is having no known drug allergy, no family history. Concurrent conditions included body mass index normal, (B)(6), vaginal flora imbalance and vomiting. Concomitant products included intrauterine contraceptive device (iud nos) for contraception as well as anaesthetics (anesthesia), levetiracetam (keppra) and valproate semisodium (depakote). On (B)(6) 2013, the patient had essure inserted. In september 2013, the patient experienced depression ("depression"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, acne ("acne"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, 1 year 6 months after insertion of essure, the patient experienced cervical dysplasia (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia ((painful sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss"), weight decreased ("weight loss"), device expulsion ("expulsion of essure device") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy - hysteroscopic removal & possible laparoscopy) and surgery (leep). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, depression, vaginal infection, acne, bladder disorder, urinary tract disorder, cervical dysplasia, fatigue, alopecia, device expulsion, migraine and headache outcome was unknown and the nausea, dysmenorrhoea, dyspareunia, weight decreased and abdominal pain had resolved. The reporter considered abdominal pain, acne, alopecia, bladder disorder, cervical dysplasia, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, urinary tract disorder, vaginal infection and weight decreased to be related to essure. The reporter commented: intrauterine device in the endometrial cavity that appeared to be oblique with the strings embedded within the endometrial cavity,hysteroscopic removal of intrauterine device,misplaced intrauterine device. Patient tolerated the procedure well with no immediate complication diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. On (B)(6) 2015: gynecological examination: right coil had migrated and right fallopian tube was patent. On (B)(6) 2014 unerwent hysterosalpingogram resulted in demonstrates contrast filling the intrauterine cavity with no filling defects. The intrauterine device is in place. The right micro inserts appears outside of the right fallopian tube. There is satisfactory position of the left micro insert there is contrast extending into the right fallopian tube and spilling into the peritone.11 cavity on the right side. There is no evidence of contrast extending into the left fallopian tube or pilling into the peritoneal cavity on the left side. On (B)(6) 2014 patient had chest radiograph resulted in the frontal chest radiograph is unremarkable. There is no focal lung consolidation or pleural effusion. There is no free air under the diaphragm. No acute cardiopulmonary process. Mild gaseous distended loops of small bowel within the left mid abdomen. Differential considerations include localized ileus versus early small bowel obstruction on (B)(6) 2015 patient underwent pelvic sonogram with doppler: the patient has a reported history of an iud. As visualized, the uterus measures 7.7 x 3.8 x 5.3 cm. The endometrium is approximately 4.7 mm. There is an iud located within the endometrium, however, the device is directed at an angle with the structure extending to the lateral margin of the endometrial cavity and may be projecting into either the left cornu portion of the fallopian tube and/or migrate into the wall of the myometrium on transverse imaging, the distance between the external serosal surface of the uterus to the visualized portion of the suspected iud is approximately 2 mm. There is also note made of small embolic type coils from a previous essure procedure for prophylaxis. The right ovary is visualized and measures 2.9 x 2.1 x.0 cm with normal echogenicity. Left ovary is 3.7 x 2.5 x 2.2 cm and contains a 1.9 x 1.5 cm follicle or small cyst. Applied pulsed color doppler and duplex analysis of the right and left ovary visualized normal blood flow and waveforms. There is a small amount of free fluid in the lower cul-desac as well as the adnexa additional scans of the right lower quadrant visualize a normalappearing appendix which measures 3 mm on (B)(6) 2015 patient had computed tomography through the abdomen and pelvis resuted in 1.8 cm diameter right ovarian cyst, no evidence of hydro nephrosis or renal calculi,normal-appearing gallbladder and common bile duct,normal appendix is visualized. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, lot number received, patient historical an concomitant coondition added, concomitant drug added, lab data added,events added as follows:- cervical dysplasia,depression, genital haemorrhage, vaginal infection, acne, bladder disorder, urinary tract diosrder, migraines, headaches, nausea, dysmenorrhea, dyspareunia, device expulsion, vaginal discharge, weight loss, abdominal pain, incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil had migrated / migration of essure device location of device: left fallopian tube/ essure in peritoneal cavity/ failure to occlude (close) fallopian tube(s)."), genital haemorrhage ("abnormal bleeding"), cervical dysplasia ("pre-cancer") and vaginal infection ("vaginal infection") in a 28-year-old female patient who had essure (batch no. B09706) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was patent, the device was defective and failed". The patient's medical history included multigravida, parity 3 ((B)(6) 2005, (B)(6) 2006, (B)(6) 2017), seizure in 1995 and gravida. She is having no known drug allergy, no family history. Concurrent conditions included body mass index normal, human papilloma virus antibody positive, vaginal flora imbalance and vomiting. Concomitant products included intrauterine contraceptive device (iud nos) for contraception as well as anesthetics, lacosamide (vimpat), levetiracetam (keppra), paracetamol (acetaminophen) and valproate semisodium (depakote). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("depression"), 16 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal infection (seriousness criterion medically significant) with vaginal discharge, acne ("acne"), dyspareunia ("dyspareunia ((painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems") and nausea ("nausea") and was found to have weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced cervical dysplasia (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion ("expulsion of essure device"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("rashes") and anxiety ("mental anguish"). The patient was treated with surgery (bilateral salpingectomy - hysteroscopic removal & possible laparoscopy, leep and loop electrosurgical excision procedure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, cervical dysplasia, vaginal infection, device expulsion, acne, bladder disorder, urinary tract disorder, fatigue, alopecia, vaginal haemorrhage, menorrhagia and rash outcome was unknown, the depression, nausea, dysmenorrhoea, dyspareunia, weight decreased and abdominal pain had resolved and the migraine, headache and anxiety had not resolved. The reporter considered abdominal pain, acne, alopecia, anxiety, bladder disorder, cervical dysplasia, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, rash, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: intrauterine device in the endometrial cavity that appeared to be oblique with the strings embedded within the endometrial cavity,hysteroscopic removal of intrauterine device,misplaced intrauterine device. Patient tolerated the procedure well with no immediate complication. Patient had not had essure (or any part of the device) removed (discrepancy noted, as written). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Chest x-ray - on (B)(6) 2014: there is no focal lung consolidation or pleural effusion. There is no free air under the diaphragm. No acute cardiopulmonary process. Mild gaseous distended loops of small bowel within the left mid abdomen. Differential considerations include localized ileus versus early small bowel obstruction. Computerised tomogram abdomen - on (B)(6) 2015: 1.8 cm diameter right ovarian cyst. No evidence of hydro nephrosis or renal calculi. Normal-appearing gallbladder and common bile duct. Normal appendix is visualized. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded); on (B)(6) 2014: contrast filling the intrauterine cavity with no filling defects. The intrauterine device is in place. The right micro inserts appears outside of the right fallopian tube. There is satisfactory position of the left micro insert there is contrast extending into the right fallopian tube and spilling into the peritone.11 cavity on the right side. There is no evidence of contrast extending into the left fallopian tube or pilling into the peritoneal cavity on the left side. Ultrasound pelvis - on (B)(6) 2015: as visualized, the uterus measures 7.7 x 3.8 x 5.3 cm. The endometrium is approximately 4.7 mm. There is an iud located within the endometrium, however, the device is directed at an angle with the structure extending to the lateral margin of the endometrial cavity and may be projecting into either the left cornu portion of the fallopian tube and/or migrate into the wall of the myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: plaintiff fact sheet received. Event: mental anguish was newly added. Event outcome of migraines and headaches was updated as not recovered / not resolved. Product information details updated. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil had migrated / migration of essure device location of device: left fallopian tube"), genital haemorrhage ("abnormal bleeding"), cervical dysplasia ("pre-cancer") and vaginal infection ("vaginal infection") in a 29-year-old female patient who had essure (batch no. B09706) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was patent, the device was defective and failed". The patient's past medical history included multigravida, parity 3 ((B)(6) 2005, (B)(6) 2006, (B)(6) 2017), seizure and gravida. She is having no known drug allergy, no family history. Concurrent conditions included body mass index normal, human papilloma virus antibody positive, vaginal flora imbalance and vomiting. Concomitant products included intrauterine contraceptive device (iud nos) for contraception as well as anaesthetics (anesthesia), levetiracetam (keppra) and valproate semisodium (depakote). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), vaginal infection (seriousness criterion medically significant) with vaginal discharge, acne ("acne"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia ((painful sexual intercourse)"), weight decreased ("weight loss"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, 1 year 6 months after insertion of essure, the patient experienced cervical dysplasia (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion ("expulsion of essure device"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy - hysteroscopic removal & possible laparoscopy), surgery (leep) and surgery (loop electrosurgical excision procedure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, cervical dysplasia, vaginal infection, device expulsion, acne, bladder disorder, urinary tract disorder, fatigue, alopecia, migraine, headache, vaginal haemorrhage and menorrhagia outcome was unknown and the depression, nausea, dysmenorrhoea, dyspareunia, weight decreased and abdominal pain had resolved. The reporter considered abdominal pain, acne, alopecia, bladder disorder, cervical dysplasia, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: intrauterine device in the endometrial cavity that appeared to be oblique with the strings embedded within the endometrial cavity, hysteroscopic removal of intrauterine device,misplaced intrauterine device. Patient tolerated the procedure well with no immediate complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. On (B)(6) 2015: gynecological examination: right coil had migrated and right fallopian tube was patent. On (B)(6) 2014 unerwent hysterosalpingogram resulted in demonstrates contrast filling the intrauterine cavity with no filling defects. The intrauterine device is in place. The right micro inserts appears outside of the right fallopian tube. There is satisfactory position of the left micro insert there is contrast extending into the right fallopian tube and spilling into the peritone.11 cavity on the right side. There is no evidence of contrast extending into the left fallopian tube or pilling into the peritoneal cavity on the left side. On (B)(6) 2014 patient had chest radiograph resulted in the frontal chest radiograph is unremarkable. There is no focal lung consolidation or pleural effusion. There is no free air under the diaphragm. No acute cardiopulmonary process. Mild gaseous distended loops of small bowel within the left mid abdomen. Differential considerations include localized ileus versus early small bowel obstruction on (B)(6) 2015 patient underwent pelvic sonogram with doppler: the patient has a reported history of an iud. As visualized, the uterus measures 7.7 x 3.8 x 5.3 cm. The endometrium is approximately 4.7 mm. There is an iud located within the endometrium, however, the device is directed at an angle with the structure extending to the lateral margin of the endometrial cavity and may be projecting into either the left cornu portion of the fallopian tube and/or migrate into the wall of the myometrium on transverse imaging, the distance between the external serosal surface of the uterus to the visualized portion of the suspected iud is approximately 2 mm. There is also note made of small embolic type coils from a previous essure procedure for prophylaxis. The right ovary is visualized and measures 2.9 x 2.1 x.0 cm with normal echogenicity. Left ovary is 3.7 x 2.5 x 2.2 cm and contains a 1.9 x 1.5 cm follicle or small cyst. Applied pulsed color doppler and duplex analysis of the right and left ovary visualized normal blood flow and waveforms. There is a small amount of free fluid in the lower cul-desac as well as the adnexa additional scans of the right lower quadrant visualize a normalappearing appendix which measures 3 mm. On (B)(6) 2015 patient had computed tomography through the abdomen and pelvis resulted in 1.8 cm diameter right ovarian cyst,no evidence of hydro nephrosis or renal calculi,normal-appearing gallbladder and common bile duct, normal appendix is visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil had migrated / migration of essure device location of device: left fallopian tube"), genital haemorrhage ("abnormal bleeding"), cervical dysplasia ("pre-cancer") and vaginal infection ("vaginal infection") in a 29-year-old female patient who had essure (batch no. B09706) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was patent, the device was defective and failed". The patient's past medical history included multigravida, parity 3 ((B)(6)2005, (B)(6)2006, (B)(6)2017), seizure and gravida. She is having no known drug allergy, no family history. Concurrent conditions included body mass index normal, human papilloma virus antibody positive, vaginal flora imbalance and vomiting. Concomitant products included intrauterine contraceptive device (iud nos) for contraception as well as anaesthetics (anesthesia), levetiracetam (keppra) and valproate semisodium (depakote). On (B)(6) 2013, the patient had essure inserted. In (B)(6)2013, the patient experienced depression ("depression"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), vaginal infection (seriousness criterion medically significant) with vaginal discharge, acne ("acne"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia ((painful sexual intercourse)"), weight decreased ("weight loss"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, 1 year 6 months after insertion of essure, the patient experienced cervical dysplasia (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion ("expulsion of essure device"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy - hysteroscopic removal & possible laparoscopy), surgery (leep) and surgery (loop electrosurgical excision procedure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, cervical dysplasia, vaginal infection, device expulsion, acne, bladder disorder, urinary tract disorder, fatigue, alopecia, migraine, headache, vaginal haemorrhage and menorrhagia outcome was unknown and the depression, nausea, dysmenorrhoea, dyspareunia, weight decreased and abdominal pain had resolved. The reporter considered abdominal pain, acne, alopecia, bladder disorder, cervical dysplasia, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: intrauterine device in the endometrial cavity that appeared to be oblique with the strings embedded within the endometrial cavity,hysteroscopic removal of intrauterine device,misplaced intrauterine device. Patient tolerated the procedure well with no immediate complication diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. On (B)(6) 2015: gynecological examination: right coil had migrated and right fallopian tube was patent. On (B)(6) 2014 underwent hysterosalpingogram resulted in demonstrates contrast filling the intrauterine cavity with no filling defects. The intrauterine device is in place. The right micro inserts appears outside of the right fallopian tube. There is satisfactory position of the left micro insert there is contrast extending into the right fallopian tube and spilling into the peritone. 11 cavity on the right side. There is no evidence of contrast extending into the left fallopian tube or pilling into the peritoneal cavity on the left side. On (B)(6) 2014 patient had chest radiograph resulted in the frontal chest radiograph is unremarkable. There is no focal lung consolidation or pleural effusion. There is no free air under the diaphragm. No acute cardiopulmonary process. Mild gaseous distended loops of small bowel within the left mid abdomen. Differential considerations include localized ileus versus early small bowel obstruction on (B)(6) 2015 patient underwent pelvic sonogram with doppler: the patient has a reported history of an iud. As visualized, the uterus measures 7.7 x 3.8 x 5.3 cm. The endometrium is approximately 4.7 mm. There is an iud located within the endometrium, however, the device is directed at an angle with the structure extending to the lateral margin of the endometrial cavity and may be projecting into either the left cornu portion of the fallopian tube and/or migrate into the wall of the myometrium on transverse imaging, the distance between the external serosal surface of the uterus to the visualized portion of the suspected iud is approximately 2 mm. There is also note made of small embolic type coils from a previous essure procedure for prophylaxis. The right ovary is visualized and measures 2.9 x 2.1 x.0 cm with normal echogenicity. Left ovary is 3.7 x 2.5 x 2.2 cm and contains a 1.9 x 1.5 cm follicle or small cyst. Applied pulsed color doppler and duplex analysis of the right and left ovary visualized normal blood flow and waveforms. There is a small amount of free fluid in the lower cul-desac as well as the adnexa additional scans of the right lower quadrant visualize a normal appearing appendix which measures 3 mm on (B)(6) 2015 patient had computed tomography through the abdomen and pelvis resulted in 1.8 cm diameter right ovarian cyst,no evidence of hydro nephrosis or renal calculi,normal-appearing gallbladder and common bile duct,normal appendix is visualized. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information updated. Events vaginal haemorrhage, menorrhagia were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil had migrated / migration of essure device location of device: left fallopian tube/ essure in peritoneal cavity/ failure to occlude (close) fallopian tube(s)."), genital haemorrhage ("abnormal bleeding"), cervical dysplasia ("pre-cancer") and vaginal infection ("vaginal infection") in a 29-year-old female patient who had essure (batch no. B09706) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was patent, the device was defective and failed". The patient's medical history included multigravida, parity 3 ((B)(6) 2005, (B)(6) 2006, (B)(6) 2017), seizure and gravida. She is having no known drug allergy, no family history. Concurrent conditions included body mass index normal, human papilloma virus antibody positive, vaginal flora imbalance and vomiting. Concomitant products included intrauterine contraceptive device (iud nos) for contraception as well as anaesthetics (anesthesia), levetiracetam (keppra) and valproate semisodium (depakote). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), vaginal infection (seriousness criterion medically significant) with vaginal discharge, acne ("acne"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia ((painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced cervical dysplasia (seriousness criterion medically significant), 1 year 6 months after insertion of essure. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device expulsion ("expulsion of essure device"), fatigue ("fatigue"), alopecia ("hair loss") and rash ("rashes"). The patient was treated with surgery (bilateral salpingectomy - hysteroscopic removal & possible laparoscopy, leep and loop electrosurgical excision procedure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, cervical dysplasia, vaginal infection, device expulsion, acne, bladder disorder, urinary tract disorder, fatigue, alopecia, migraine, headache, vaginal haemorrhage, menorrhagia and rash outcome was unknown and the depression, nausea, dysmenorrhoea, dyspareunia, weight decreased and abdominal pain had resolved. The reporter considered abdominal pain, acne, alopecia, bladder disorder, cervical dysplasia, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, rash, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: intrauterine device in the endometrial cavity that appeared to be oblique with the strings embedded within the endometrial cavity,hysteroscopic removal of intrauterine device,misplaced intrauterine device. Patient tolerated the procedure well with no immediate complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. On (B)(6) 2015: gynecological examination: right coil had migrated and right fallopian tube was patent. On (B)(6) 2014 unerwent hysterosalpingogram resulted in demonstrates contrast filling the intrauterine cavity with no filling defects. The intrauterine device is in place. The right micro inserts appears outside of the right fallopian tube. There is satisfactory position of the left micro insert there is contrast extending into the right fallopian tube and spilling into the peritone.11 cavity on the right side. There is no evidence of contrast extending into the left fallopian tube or pilling into the peritoneal cavity on the left side. On (B)(6) 2014 patient had chest radiograph resulted in the frontal chest radiograph is unremarkable. There is no focal lung consolidation or pleural effusion. There is no free air under the diaphragm. No acute cardiopulmonary process. Mild gaseous distended loops of small bowel within the left mid abdomen. Differential considerations include localized ileus versus early small bowel obstruction on (B)(6) 2015 patient underwent pelvic sonogram with doppler: the patient has a reported history of an iud. As visualized, the uterus measures 7.7 x 3.8 x 5.3 cm. The endometrium is approximately 4.7 mm. There is an iud located within the endometrium, however, the device is directed at an angle with the structure extending to the lateral margin of the endometrial cavity and may be projecting into either the left cornu portion of the fallopian tube and/or migrate into the wall of the myometrium on transverse imaging, the distance between the external serosal surface of the uterus to the visualized portion of the suspected iud is approximately 2 mm. There is also note made of small embolic type coils from a previous essure procedure for prophylaxis. The right ovary is visualized and measures 2.9 x 2.1 x.0 cm with normal echogenicity. Left ovary is 3.7 x 2.5 x 2.2 cm and contains a 1.9 x 1.5 cm follicle or small cyst. Applied pulsed color doppler and duplex analysis of the right and left ovary visualized normal blood flow and waveforms. There is a small amount of free fluid in the lower cul-desac as well as the adnexa additional scans of the right lower quadrant visualize a normalappearing appendix which measures 3 mm on (B)(6) 2015 patient had computed tomography through the abdomen and pelvis resuted in 1.8 cm diameter right ovarian cyst,no evidence of hydro nephrosis or renal calculi,normal-appearing gallbladder and common bile duct,normal appendix is visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2018: plaintiff fact sheet received. Event: rash was newly added incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.